Manufacturer narrative:
Pmv) led an evaluation of one device. The device was received with the firing knob broken. The single use loading unit (sulu) was received preloaded with a full complement of staples and the shipping wedge attached. No knife blade damage was noted. Functionally, the shipping wedge was removed. The device and sulu were applied to appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing it to detach or break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colostomy takedown, the device¿s firing knob was broken. New stapler was opened and used in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colostomy takedown, the device¿s firing knob was broken. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.